Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, granuloma, seroma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, granuloma, seroma, lymphadenopathy, rupture. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Patient reported "mention of the recall", "pain", "liquid between the protheses", "silicone spillage", "muscular pain", "articular pain", "migraines", "capsular contracture grade unknown", "granuloma", "synovial-like metaplasia", "alterations on lymph nodes¿. The reported events of "cyst, fatigue, palpitations, tingling in the arms, silicone disease, blurred vision" are not related to the device. The record reflects the left-side device. The device has been explanted.

Event description:
Patient reported left side "mentioned the recall, pain, liquid between the prothesis, and silicone spillage, muscular pain, articular pain, and granuloma induced by silicone spillage and synovial metaplasia. Additionally patient reported via MRI "capsular contracture, granuloma, collection, and alterations on axillary lymph nodes" and via anatomopathological exam "hyalinized fibrous capsule, sparse foci of foreign body-type gigantocellular reaction to optically negative vacuoles compatible with silicone droplets". Later, patient's representative reported, "strong pain and excessive swelling, extensive inflammatory process, with leaking". Patient also reported the following events, which are all not device-related: "cysts", "fatigue", ¿palpitations¿, ¿tingling in arms¿, ¿silicone disease¿, ¿blurred vision¿ and "migraines". The device has been explanted.

Manufacturer narrative:
Medical device problem code: previous supplemental emdr added code "a010402 migration" to report silicone migration for the event "silicone spillage". Abbvie medical safety has determined this event is covered under the previously reported "a0412 material rupture". Photo analysis: visual analysis of the photographs identified: anxiety - product/ procedure: unable to observe since it is not related to the device. Arrhythmia: unable to observe since it is not related to the device. Capsular contracture :unable to observe since it is not related to the device. Cyst(s):unable to observe since it is not related to the device. Other medical: no observed. Edema :unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Granuloma :unable to observe since it is not related to the device. Headache :unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Increased sensitivity: unable to observe since it is not related to the device. Local reaction: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: silicone migration: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Paresthesia: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Other medical: no observed. Granuloma: unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6; device photo analysis.

Event description:
Patient reported "mention of the recall", "pain", "liquid between the protheses", "silicone spillage", "muscular pain", "articular pain", "migraines", "capsular contracture grade unknown", "granuloma", "synovial-like metaplasia", "alterations on lymph nodes¿. The reported events of "cyst, fatigue, palpitations, tingling in the arms, silicone disease, blurred vision" are not related to the device. The record reflects the left-side device. The device has been explanted.

Event description:
Patient reported "mention of the recall", "pain", "liquid between the protheses", "silicone spillage", ¿silicone disease¿, "fatigue, muscular pain, articular pain, palpitations, tingling in the arms, blurred vision and migraines", "capsular contracture", "granuloma", ¿alterations on axillary lymph nodes to the left¿, "synovial-like metaplasia", ¿leaking of the protheses¿, and "cysts." The record reflects the left-side device. The device has been removed.